Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the site had an issue booting up the imaging system for a scan. While booting up the imaging system the system went into stand-alone mode and noted that the pendant showed "error initializing collimator". The site restated the system and the error cleared. The site proceeded with the procedure with a delay of five minutes. No known impact on patient outcome. No additional information was provided.